Manufacturer narrative:
Event and therapy date are estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer report number: 1627487-2020-23996. It was reported patient experienced ineffective therapy due to high impedances. Surgical intervention was able to resolve the issue where both the leads were explanted and replaced with a penta lead. Reportedly effective therapy was restored.